Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested, but not received to date. (B)(4).

Event description:
A nurse reported that two system messages were displayed during surgery. The first system message disappeared after the restart of the machine. The second one was noted during the surgery. The surgery could not be completed and the procedure had to be cancelled. Additional information has been requested, but not received to date.